Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead explanted due to dislodgement. The dislodgement caused the patient to experience ventricular tachycardia. Lead explanted and new lead inserted. Should additional information become available, it will be added to this file.